Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, , product type: catheter. (B)(4).

Event description:
On 2015-11-02, information from an healthcare provider, via a company representative, was received regarding an unidentified patient who was receiving an unknown drug via an implantable pump. Indications for use were not reported. Medical history and concomitant medications were not reported. On an unspecified date (reported as "occurred over 2-3 years ago" as of (B)(6) 2015), a patient's pump "stood on end and did not lay flat in the abdomen"; it was standing on its end in the patient's abdomen, creating a tent-like area around the pump. This was caused by hernias in the abdomen underneath the pump. As a result, the "patient had to be revised in some way, but they did not remember exactly how." It was also noted that the pump was not filling as easy as they wanted it to. No device or therapy issue was suspected, and no additional patient symptom was reported. Additional information regarding patient/physician name, pump drug details, concomitant medications, medical history, pump identification, actions/interventions, and resolution of the pump movement was requested, but no additional information was available. If additional information is received, a follow-up report will be sent.